Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the erbe generator for a failure analysis (fa) investigation, and the reported failure (bipolar not working) could not be reproduced. The unit energized and cauterized as expected, and all ports successfully recognized connected instruments. Upon visual inspection, the unit appeared to be in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a document from the original equipment manufacturer (OEM) for the erbe vio integrated electrosurgical unit (iesu) outlining their investigation of the iesu. Upon arrival, the unit was reconfigured from 230v to 115v, and the 4-amp fuses were replaced to 8amp fuses. During their initial investigation, the unit was fully functional as intended; after passing all of the required and recommended tests, no fault was found with the unit. During the servicing, the equipment was calibrated, and a technical safety check was performed, verifying that the equipment met specifications. The vendor certified that the product supplied in this shipment was in full compliance with isi specifications.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection procedure, the bipolar function of the erbe vio generator did not work. The customer reported that the surgeon used an unspecified alternate method to control bleeding, after discontinuing the use of the erbe vio generator. The customer was unable to further test the erbe after the procedure was completed. No erbe errors occurred during the procedure, per the initial report. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that an isi field service engineer (fse) be dispatched to the site for further investigation. Isi contacted the site to obtain additional information, however, at the time of this report, no further details have been provided. The cause and severity of the bleeding, the intervention used to control the bleeding, any procedure delay, and the patient's status are currently unknown.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Although the site reported that the erbe vio generator was successfully functioning on the day prior to the fse's visit to the site, when the fse arrived at the site, they were informed that the issue had persisted. The fse replaced the erbe vio generator, and the system was tested and verified as ready for use. Isi has not received the generator for failure analysis evaluation. If additional information is obtained, a follow-up MDR will be submitted. An advanced system log review for the reported procedure was conducted by an isi failure analysis engineer (fae). Per the fae, there were several integrated electro-surgical unit (iesu) errors related to energy activation. The fae checked the logs before and after these events and found no other indication of faults with the iesu or with the system. This complaint is being reported due to the following conclusion: during a da vinci-assisted malignant tongue base resection procedure, the erbe bipolar function did not work. As a result, the customer reported that the surgeon used an alternate method to control bleeding. The source, cause, and severity of the bleeding are unknown. In addition, the intervention used to control the bleeding, any procedure delay, and the patient's status are currently unknown. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.